Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. His blood glucose level was 168 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.